Manufacturer narrative:
Per the clinic, it was reported that the patient's infection was treated with IV and oral antibiotics (date and duration not reported). This report is submitted on march 13, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017, due to an infection at the implant site. The patient was reimplanted with a new device during the same surgery.